Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was completed with two proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional coronary balloon pump procedure. The sheath was upsized to 14f and the coronary balloon pump procedure was performed. The balloon pump was left in place for three days. Reportedly, after the balloon pump was removed the knots on the preplaced sutures of the two proglide devices were tightened, but hemostasis was not achieved. Another proglide device was used, but hemostasis was not achieved. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.